Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise. There was an additional untreated episode observed. Technical services (ts) reviewed the data, recommended follow up and xray imaging, and reviewed possible reprogramming options. An electrode fracture was suspected. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise. There was an additional untreated episode observed. Technical services (ts) reviewed the data, recommended follow up and xray imaging, and reviewed possible reprogramming options. An electrode fracture was suspected. This electrode remains in service. No additional adverse patient effects were reported. Additional information received detailed this s-ICD system was reprogrammed and that an electrode fracture was not confirmed.